Event description:
Patient reported to be struggling with insomnia, an intermittent sleep schedule and discomfort. The patient's generator was disabled to help alleviate the discomfort and help improve their sleep, but turned back on to help the patient with their seizures. The patient also reported to have some balance issues which causes trouble for her in the bathroom and also difficulty swallowing foods and drinks since initial implant. The patient was referred to neurosurgery for a battery replacement and possible lead repositioning and their device has been disabled again until the surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator was discarded. No other relevant information has been received to date.